Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing investigation was conducted. The report indicates that the chuck jammed from the inserter. Instrument shows regular using marks and dismantled blue handle. Investigation of documentation for production and material gives evidence that the instrument was produced under specifications in october 2013. Failure in material or production could not be detected. To improve system functionality and within continuous product improvement process our product development center carried out further investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the chuck from the inserter often jams and dismantling it is not possible. There was no patient or case involvement. This is report 1 of 1 for (B)(4).